Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. The patient was resuscitated for three minutes and the rescue service was alerted. It was indicated the device had provided therapy several times. The first rhythm the rescue service documented was a sinus rhythm. Boston scientific technical services (ts) reviewed the available information and indicated there was appropriate device function. Supraventricular tachycardia (svt) accelerated to ventricular tachycardia (vt) and then ventricular fibrillation (vf), the device appropriately detected and treated the rhythm. There was a delay to therapy as the rate was approximately 210bpm and the tachy zone programming was 210bpm and 250bpm. Additionally, atrial pauses greater than two seconds were observed. The device was reprogrammed and the patient will continue to be monitored appropriately. No additional adverse patient effects were reported.